Manufacturer narrative:
This report is submitted on october 15, 2021.

Manufacturer narrative:
This report is submitted on august 30, 2021.

Event description:
Per the clinic, the patient developed pain at implant site and experienced a performance decrement. The device was then explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of this report.